Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic segmental lung resection, after loading the device, the reload was closed and could not be fired. It was noted that the surgeon was able to press the green button but was not able to squeeze the handle. The 45mm curved reload was replaced to complete the operation. There was no patient injury.